Manufacturer narrative:
The device was returned to zoll medical corportation and was determined to have performed to specification. A review of the device log for the reported event date of december 20, 2024, indicates the customer was not in the correct lead view. It appears the multifunction cable was not attached to the patient (shorted which is normal), and the user was viewing ECG through a 12 lead cable. The device is occasionally switched to leads view and an ECG signal was obtained. The device passed all testing successfully and an internal inspection found no discrepancies. The customer's accessories were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately displayed a "short detected" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.